Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore; attribution of the issue to the devices could not be determine. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of time in use, it was reported that the tubing is "too flimsy, it is folding over on itself and kinking off, which in many cases causes the IV flow to be clamped off" and delivery stops. The customer contact reported that the kinks are either removed and the tubing was taped for support or the tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical for these patients. No medical interventions were reported. Though requested, no additional information was provided.